Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Patient felt pressure in the upper arm and had the impression of swelling during premedication which was stopped immediately. PICC has been checked under ris with injection of contrast and a crack has been seen at the height of subclavia. New PICC was implanted. No further event occurred.